Event description:
It was reported there was a possible power outage due to weather.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 5 days (19jul2023 ¿ 24jul2023 per timestamp). A loss of external power event was active on 21jul2023 from 02:17:46 ¿ 02:17:50 that was coincident with no external power, low power hazard and power cable disconnect alarms. These events appear to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported the system without any issues during this event. There were no other notable alarms active in the log file. Additional information provided on 17aug2023 stated that the cause of the loss of power was unknown. Additional good faith efforts were sent regarding the serial number of the mobile power unit (mpu), the cause for the loss of power, if the mpu has a v-lock on the ac power cord, and if any product would be returned. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed due to the serial number of the mobile power unit not being provided. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file captured a no external power event on (B)(6) 2023 that was caused by the power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during this event.

Manufacturer narrative:
D4: serial number of the product was requested but not yet provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.